Event description:
Four locking screws were explanted following mandible resection. Two screws were noted to have backed out, one was noted to be in necrotic bone, and two were broken. A total of eight screws were implanted at the time of mandible resection.

Manufacturer narrative:
Device MFR date can not be determined without a part number and lot number. No investigation could be performed, no conclusion could be drawn as no device was returned.